Event description:
Problems with impedances were reported. Impedances >2000 ohms were observed on some of the unipolar lead pairs and on all bipolar pairs. The following impedances were collected: c-0: >2000 ohms, c-1: >2000 ohms, c-2: >2000 ohms, c-3: 904 ohms, all bipolar pairs: >2000 ohms. Refer to MFR's report 3004209178200905813.

Manufacturer narrative:
(B) (4).